Manufacturer narrative:
H10: a field service engineer (fse) went on-site to further assist the customer. It was determined that the gas delivery system (gds) was defective and required a replacement. The fse stated the customer replaced the gds to resolve the issue. The customer replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not stay in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their device would not stay in standby mode. The rse advised the customer to check the service mode. The customer checked the unit, and the unit was showing a slowing air standard liter per minute (splm). The rse then informed the customer of field change order (fco), which would allow the customer to zero the flow sensor to put the unit into standby mode. Onsite service is currently pending. The investigation is ongoing.

Manufacturer narrative:
H10: the removed gas delivery system was returned to the product investigation lab (pil). Pil was unable to duplicate the reported issue of the device not being able to stay in standby mode. The gds was installed on the standard test bed (stb) and operated without issue. Pil found that the device also stayed in standby mode while on the stb. Pil confirmed the results to be no problem found.